Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have gum disease and their dentist has placed them on a treatment plan. Patient had reached out stating they have gum disease and are unable to wear the aligners. Patient provided a letter of recommendation confirming active periodontal disease and srp being needed.